Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had hair in the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). Rep (B)(6). (B)(4). When the device was being opened for the case prior to patient in the room the staff noticed a hair inside with the device on the handle .

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No evidence of blood and/or clinical use was observed. Hair was observed inside the tray, however the device packaging was opened and the box was not returned. It appears that the user had begun to prepare the device for use. The reported problem has been confirmed, though it is not possible to determine when the hair was introduced into the device package. This device is provided sterile.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had hair in the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. When the device was being opened for the case prior to patient in the room the staff noticed a hair inside with the device on the handle.